Event description:
The physician was using two admiral xtreme us pta balloon catheters in treatment of a lesion in the sfa. During the procedure the balloons burst at 2atms during balloon inflation. No patient complications were reported for this event.

Manufacturer narrative:
Results: limited information, root cause is undetermined. Device or procedural images not provided for review. Conclusion: device or procedural images not provided for review. Limited information, root cause is undetermined. (B)(4).

Manufacturer narrative:
Related to operational context ¿ event was most likely procedural/ morphology related (two devices of different size ruptured during the same procedure treating the same lesion) (B)(4).

Event description:
Evaluation summary: during the technical investigation the returned sample was visually inspected. The device was strongly dirty of clotted blood all along the shaft, inside the balloon surface and inside the hub. It was not possible to clean the device since the clotted blood obstructed the inflation lumen, preventing the possibility to flush the inner lumen and inflate the balloon. No damages were present along the shaft or at the tip. Balloon appeared folded and it was possible to visually detect a balloon pinhole of approximately 0.5mm over the distal marker. The 0.035'' guidewire could be loaded with no friction. Then the shaft was cut close to the proximal welding in order to allow balloon inflation with air to better detect the balloon pinhole, which was identified as a small rupture of the material from the distal to the proximal direction.